Manufacturer narrative:
The reported event that a ¿distal lateral fibula plate, 5 hole¿ broke 3 months after the primary surgery, and a revision surgery was performed in the (B)(6), to remove the broken plate, could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. One plate and 10 screws were received for inspection. All 10 screws are scratched and with slightly deformed threads, most likely caused during implantation and/or explantation. The plate was received broken, in 2 pieces. The breakage point is located along the 6h shaft hole (counting from the small rounded plate end). A visual inspection revealed that the surface of the plate shows marks of usage, while the holes of the plate have deformed threads, most likely caused during implantation and/or explantation. All the broken surfaces present a pattern consistent with fatigue fracture, which can occur under repeated or fluctuating stresses. Fatigue fractures begin as a microscopic crack/cracks that grow as force is applied repeatedly to a part. It was reported that the plate was found broken 3 months after the implantation. The clinical expert evaluation revealed that ¿in the provided radiograph, the joint spaces are visible, which leads to the belief that either a fusion was not performed or the fusion site developed into a delayed union, allowing motion to occur at the talo-navicular articulation. Certainly any weight bearing to this site during the 3 month period, would result in either loosening of the plate and screws or fracturing of the plate. The fracturing of the plate is not inherent to the plate itself but rather to the mobility within the talo navicular joint articulation and motion yielding a stress to the plate.¿ as per IFU (B)(4): the plates ¿are intended only to assist healing and are not intended to replace normal bone structures. No fracture fixation device that is subject to material fatigue can be expected to withstand activity levels in the same way as would a normal healthy bone. The fracture fixation system, therefore, will not be as strong, reliable or durable as a normal human bone. These implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. Therefore, the patient should be well informed that the device cannot and does not replicate a normal healthy bone, that the device can break or become damaged as a result of strenuous activity, trauma, mal-union or non-union and that the device has a finite expected service life and may need to be removed at some time in the future. It is also common that adverse results may be clinically related rather than device related. Such a case would be obesity. As per IFU (B)(4), ¿the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician. An overweight or obese patient can produce loads on the implant that can lead to failure of the fixation of the device or to failure of the device itself. These devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.¿ however, no particular information concerning the weight bearing and the postoperative behavior of the patient, were provided. Based on investigation, the root cause was attributed to a patient related issue, due to overload and a delayed union in an unstable fracture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The patient informed sales rep that the implanted plate was found broken after 3 months of implantation. A revision surgery had been performed in (B)(6) and the broken plate removed. As per medical records provided, the patient underwent implantation surgery on (B)(6) 2016 for left secondary midfoot arthritis with plate and screws. On (B)(6) 2017, due to mechanical complications of the osteosynthesis system, the patient underwent explantation surgery . The concerned plate and screws were removed. Prp infiltration was provided.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The patient informed sales rep that the implanted plate was found broken after 3 months of implantation. A revision surgery had been performed in (B)(6) and the broken plate removed. As per medical records provided, the patient underwent implantation surgery on (B)(6) 2016 for left secondary midfoot arthritis with plate and screws. On (B)(6) 2017, due to mechanical complications of the osteosynthesis system, the patient underwent explantation surgery . The concerned plate and screws were removed. Prp infiltration was provided.